Event description:
The customer reported vertical lines on the left monitor resulting in the loss of a usable live image. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand controller was replaced. The system was then found to be operating as intended.